Event description:
A customer reported via webform a "reading unavailable" message when scanning the adc device. The customer's daughter was contacted and reported that due to this issue, the customer became dizzy and nauseous, requiring third-party treatment of juice, sugar, and/or food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. It is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Observed drop in glucose values and temperature which is evidence that the sensor was removed early by the user. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform a "reading unavailable" message when scanning the adc device. The customer's daughter was contacted and reported that due to this issue, the customer became dizzy and nauseous, requiring third-party treatment of juice, sugar, and/or food. There was no report of death or permanent injury associated with this event.